Event description:
It was reported that a patient's right ventricular (rv) lead exhibited far p wave oversensing and small r-waves resulting in inappropriate shock. Rv lead dislodgement was suspected and confirmed during lead revision on (B)(6) 2025 under fluoroscopy. On (B)(6) 2025, the physician elected to reposition the rv lead. The patient was stable before, during, and after the procedure.